Event description:
It was reported that the day after implant, the patient began experiencing diaphragmatic stimulation resulting in severe convulsions. At first this was thought to be tied to pacer output, but the physician stated that it was not. Testing was performed in different positions with no change to patient symptoms. A chest x-ray was unremarkable. During the explant procedure, when the device was removed from the pocket, the symptoms stopped, but when the device was placed on the skin, the symptoms returned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.